Event description:
It was reported by the customer that the pyxis anesthesia es system had a assessable drawer 2.1 intermittently encounters an error that results in its closure. A customer has reported that a user was unable to dispense medication due to a malfunction which had resulted in a delay inpatient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer malfunction. A field service engineer discovered that the drawer flaps were obstructing the drawer's opening mechanism and made the necessary adjustments to rectify the problem. The system functioned as intended after the field service engineer troubleshooted the device. A field service engineer confirmed that there had been a delay in dispensing medication to the patients.